Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) ranged from 200-700 mg/dl. Reportedly, customer did not test for ketones. However, customer anticipated having high ketones and believed to have high ketones. Reportedly, the customer's healthcare provider identifies high ketone levels as dangerous/life threatening. The supplies were changed to address the event and a correction via the pump was delivered as well as a manual injection (mdi) to address bg. Customer reverted to mdi.